Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed evidence that the device shutdown due to a low battery state. The log indicated that the unit gave a low battery warning, then powered off. This is normal operation of the device when a low battery state is not resolved by the user. The device passed extensive testing including full functional testing and power cycling with no discrepancies found. Analysis of reports of this type has not identified an increase in trend.